Event description:
The customer reported that the sys stopped working, there is no fluoroscopy image.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.